Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on august 09, 2017 by cochlear ltd. On behalf of (B)(4). (B)(4).

Event description:
It was reported that the patient experienced infection at abutment site, clinical management is ongoing.